Manufacturer narrative:
The patient recovered from the peritonitis event nine days after the onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced sterile peritonitis manifested by cloudy effluent and abdominal pain. The cause, treatment, and the patient's outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.